Event description:
It was reported that patient presented after receiving a patient notification for high, out of range high voltage lead impedance. The patient was pacer-dependent and was admitted to the hospital. Pacing pauses due to noise were observed on telemetry strips and during device interrogation. Although no anomalies were observed on x-ray, fracture was suspected. The lead was capped. The patients left side was occluded and so the system was placed on the right side. No further issues were reported.